Manufacturer narrative:
Arjo was informed by the customer representative about arjo citadel plus bed malfunction. Following the information reported, the e300 error code was displayed and the backrest section of the bed was moved without any command given by a patient or caregiver. The customer reported also that the brake pedals were broken. No injury no other medical consequences were reported. Following the event, the customer was visited by arjo representative to check the bed. The technician did not recreate the reported symptom of unintended movement of the backrest section. The handset and control panels (responsible for backrest movement activation) worked correctly. It was only confirmed that a left and a right brake pedals required replacement, however, based on our product knowledge, these failures were not related to the symptom of unintended movement. The e300 error code displayed by the device means that the control button was depressed for more than 90 seconds (to remove this error, it is required to remove the pressure from the buttons). Based on this information we may assume that one of the buttons was accidentally activated by an object, user or caregiver what caused the device movement. In order to prevent accidental button activation, arjo medical beds are equipped with lockout function, which blocks unintended activation of the controllers. To sum up, it was reported to arjo that the citadel plus bed did not meet its performance specifications due to unintended movement of the backrest section. While the issue occurred the bed was being used by the patient. The complaint was decided to be reportable due to alleged, unintended movement of the bed, although no adverse outcome occurred.

Event description:
Arjo was informed by the customer representative about arjo citadel plus bed malfunction. Following the information reported, the e300 error code was displayed and the backrest section of the bed was moved without any command given by a patient or caregiver. The customer reported also that the brake pedals were broken. No injury no other medical consequences were reported.